Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery resistance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2011, while still implanted. Ramware version 8 installed on (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. High battery resistance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2011, while still implanted. Ramware version 8 installed on (B)(4)-2011.

Event description:
It was reported that the patient was hospitalized for another reason and the physician requested an interrogation. The interrogation found the device to be at early elective replacement indicator though the ramware was loaded. The device was explanted and replaced. No patient complications have been reported as a result of this event.